Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure to treat atrial fibrillation, a farawave catheter was unable to be irrigated. The catheter was replaced with a similar device, the issue was resolved, and the procedure was completed. No patient complications were reported. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem correction to section h6 device codes. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure to treat atrial fibrillation, a farawave catheter was unable to be irrigated. The catheter was replaced with a similar device, the issue was resolved, and the procedure was completed. No patient complications were reported. The catheter is expected to be returned for analysis. It was further reported that the issue occurred during preparations prior to insertion into the patient.